Manufacturer narrative:
During further investigation, a visual inspection of the motor controller assembly pcb and the power management assembly pcb revealed no signs of damage or contamination. The boards were installed in an fi test ventilator and the ventilator was started up in normal ventilation mode on ac with the battery disconnected. The ventilator was power cycled every 30 seconds for at least an hour with no errors or anomalies detected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned mc and pm board were installed in an fi test ventilator. The ventilator was started up in normal ventilation and power cycled every 30 seconds for 2 hours. No errors occurred and no failure was found.

Manufacturer narrative:
(B)(6). Device evaluation & resolution and disposition device evaluation:the unit was received at the international service center for evaluation. The technician on (B)(6) 2017 was unable to duplicate the reported "primary alarm failed". However, review of the diagnostic event log confirmed occurrence of the alarm at start-up. Resolution and disposition: speaker, motor controller board and power management board were replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Functional test was performed then no abnormality was confirmed. Motor controller board and power management board were returned to the v60 vent manufacturing facility. Product evaluation anticipated, but not yet begun.

Event description:
The international customer reported that when the v60 unit was powered on by the medical engineer for operational check, air was delivered but "check vent: primary alarm failed" was displayed and high level alarm kept sounding and could not be reset. There was no patient involvement.